Manufacturer narrative:
The root cause of the reported adverse event was not determined.

Event description:
A 23-year-old female patient with an eleos total femur replacement underwent revision surgery after presenting with pain in the operative leg, reportedly due to a short femoral construct length. The surgeon suspected that the tibial stem was loosening and subsequently replaced all tibial components during the revision to lengthen the femoral construct.